Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderate tortuous proximal posterior descending artery (pda). The physician deployed a 3.0x13mm non bsc stent in the distal right coronary artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. Then the physician attempted several times to place a 2.50x8mm taxus liberte drug eluting stent, but was unable to cross the lesion. Upon removal, it was noted that 'the stent got lifted outside the body'. The procedure was completed with another of the same devices. No patient complications were reported. Patient's status reported as "good".